Event description:
It was reported that this left ventricular (lv) lead exhibited greater than 2000 ohm pace impedance measurements and 0% pacing. Technical services (ts) indicated that the lv is referring to multisite pacing and was not providing pacing at this instance and noted that this could be due to changes in tissue surface. Additionally, since the specification for the lv lead is up to 3000 ohms, ts recommended increasing the out-of-range limit to 3000 ohms and to continue monitoring. This lead remains in service. No adverse patient effects were reported.